Manufacturer narrative:
Analysis of the log files from the AED showed it was manufactured on (B)(6) 2019 and the battery pack (B)(6) was installed (B)(6) 2020. Analysis of the log files from the AED did not identify a cause for the depleted battery pack but showed the AED operated as designed and notified the user of the low battery status.

Event description:
A customer reported their AED will not power on. They reported this did not occur during patient use.